Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue; the device passed incoming testing and had no physical damage. It was also found that both liquid crystal display (lcd) wires were pinched but not compromised.

Event description:
It was reported that the external pulse generator (epg) had an atrial connector issue. The epg has been returned to service. No patient complications have been reported as a result of this event.